Manufacturer narrative:
Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. This issue occurred during a cadaver lab. A medtronic representative, following-up with the site, reported the issue occurred in a procedure utilizing a cadaver. There was no patient present. No parts have been returned to manufacturer for analysis.

Event description:
A site representative reported that a navigation system became unresponsive when performing a procedure in a cadaver lab using the fusion software. In trouble-shooting, the site performed a hard re-boot. Normal function was restored and the navigation system was responsive, however, patient information fields were not populated and screen shots were no longer present. The surgeon completed the cadaver procedure with the use of the navigation system. There was no patient present when this issue was identified.